Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed a foreign debris particle embedded in the foam. The package seal was still intact. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.